Manufacturer narrative:
The perforator subject to this investigation was returned for evaluation, cut testing of the perforator is anticipated, but not yet begun. The manufacturing records were reviewed, no issues were identified which may have contributed to this event, the inspection of this device prior to shipment included a 100% functional test.

Event description:
It was reported that during a cranial procedure, the perforator did not stop. It was also reported that the surgeon was able to manually stop the perforator early enough and did not make contact with the brain.